Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the pump pressure did not increase and the delivery pressure did not stay consistent. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions. Complaint allegation is confirmed. One unpackaged ar-6480 dw pump serial number: (B)(6) was returned for evaluation. Visual inspection noted that the housing of the device was damaged- the front panel had a crack near the screen by the outflow door. The most likely cause for the crack can be attributed to misuse/mishandling due to the damage to the device. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine and it was noted that the device would not reach the desired pressure unless the inflow door was being pushed down as the door was loose. The most likely cause for the loose door can be attributed to wear and tear incurred from repeated usage. Functional testing also noted that the pump motor/rotating parts made a loud noise when running. The most likely cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2016.